Event description:
The customer contacted baxter's technical service center regarding end therapy assistance, which occurred on the homechoice (hc) during use, during dwell 1 of 1. The caregiver (cg) stated that the home patient (hp) cut the patient line to use the restroom. The cg requested assistance to end therapy so she could start over with new supplies. The baxter technical service representative (tsr) assisted as requested. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient and he said, he was able to resume therapy after starting over with new supplies. He had already discussed with the tsr about not cutting his patient line as it is a breach in aseptic technique. He started over with new supplies and said his therapy has now been going well this morning. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed based on the customer reported use error. However, the root cause was undetermined since it is unknown why the patient had the use error. The label review found the labeling adequate for the prevention of the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted.